Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to verify a time/date reset to the default setting in the black box. Pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for approximately 24hrs; when the battery was reinserted the time/date did not reset to the default setting. The tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 14, the reporter contacted animas and alleged that on (B)(6) 14, when the battery was removed for less than 24 hours, the pump time/date went to the default for pump model: 12am 01/01/200x. On (B)(6) 14, the patient had a blood glucose of 400 mg/dl and was hospitalized with confusion. Patient remains hospitalized and off the pump. And is off the pump. The patient has documented health conditions of gi bleed, kidney failure on dialysis, and upper respiratory infection. Treatment included insulin via injection and pump, IV fluids, and other unspecified modalities. The pump is being replaced. The time and date issue is not this is being reported due to the following: the issue is not likely to cause an adverse event because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia after the user error of not properly confirming the verify screen.